Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragment of an essure device'), pelvic pain ('pain: chronic') and device dislocation ('malposition of essure device location of device: still in tubes after hysterectomy was done') in an adult female patient who had essure (batch no. 626978) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included d & c in 2004, obesity and endometriosis of ovary. Concomitant products included fluoxetine hydrochloride (prozac) since 2000. On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse}") and dysmenorrhoea ("dysmenorrhoea(cramping)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), mood swings ("hormonal changes describe: mood swings"), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), allergy to metals ("allergic or hypersensitivity reaction type: metal"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type uti"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), panic attack ("psychological or psychiatric problems condition: panic attacks"), depression ("depression"), anxiety ("anxiety"), rash ("rashes or skin conditions type: rashes on hands"), female reproductive tract disorder ("reproductive system disorder or condition"), hypertension ("blood or heart disorder/condition type: high blood pressure"), amnesia ("neurological conditions or problems type: memory loss"), disturbance in attention ("loss of concentration"), tooth fracture ("dental problems-cracked teeth"), seizure ("seizures"), fatigue ("fatigue"), alopecia ("hair loss"), eye disorder ("eye problems"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: irritable bowel syndrome"), neuralgia ("other injury(ies) or complication (s) please describe: nerve pain both arms and hands."), back pain ("back pain"), arthralgia ("hip pain"), abdominal pain ("abdominal pain"), sleep apnoea syndrome ("sleep apnea"), migraine ("migraine headache") and nausea ("nausea") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterctomy and unilateral salpingectomy). Essure was removed on (B)(6) 2010. At the time of the report, the device breakage, pelvic pain, device dislocation, dyspareunia, dysmenorrhoea, mood swings, genital haemorrhage, vaginal haemorrhage, menorrhagia, allergy to metals, urinary tract infection, female sexual dysfunction, panic attack, anxiety, rash, female reproductive tract disorder, hypertension, amnesia, disturbance in attention, tooth fracture, seizure, fatigue, alopecia, weight increased, eye disorder, irritable bowel syndrome, neuralgia, sleep apnoea syndrome, migraine and nausea outcome was unknown, the depression had not resolved and the back pain, arthralgia and abdominal pain was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, amnesia, anxiety, arthralgia, back pain, depression, device breakage, device dislocation, disturbance in attention, dysmenorrhoea, dyspareunia, eye disorder, fatigue, female reproductive tract disorder, female sexual dysfunction, genital haemorrhage, hypertension, irritable bowel syndrome, menorrhagia, migraine, mood swings, nausea, neuralgia, panic attack, pelvic pain, rash, seizure, sleep apnoea syndrome, tooth fracture, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: as per pfs discrepancy noted total hysterectomy uterus and cervix removed on 2010 and bilateral salpingectomy was in (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31 kg/sqm. Hysterosalpingogram - in 2009: results: total bilateral occlusion. Imaging procedure - on an unknown date: unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-may-2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device breakage ('fragment of an essure device') and pelvic pain ('pain: chronic'). In an adult female patient who had essure (batch no. 626978), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: d & c in 2004, obesity and endometriosis of ovary. Concomitant products included: fluoxetine hydrochloride (prozac) since 2000. On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced, dyspareunia ("dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhoea(cramping)"). On an unknown date, the patient experienced, device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), device dislocation ("malposition of essure device, location of device: still in tubes after hysterectomy was done"), mood swings ("hormonal changes, describe: mood swings"), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), allergy to metals ("allergic or hypersensitivity reaction ,type: metal"), urinary tract infection ("infection (bladder/ urinary tract/vaginal), type uti"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), panic attack ("psychological or psychiatric problems, condition: panic attacks"), depression ("depression"), anxiety ("anxiety"), rash ("rashes or skin conditions, type: rashes on hands"), reproductive tract disorder ("reproductive system disorder or condition"), hypertension ("blood or heart disorder/condition, type: high blood pressure"), amnesia ("neurological conditions or problems, type: memory loss"), disturbance in attention ("loss of concentration"), tooth fracture ("dental problems-cracked teeth"), seizure ("seizures"), fatigue ("fatigue"), alopecia ("hair loss"), eye disorder ("eye problems"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: irritable bowel syndrome"), neuralgia ("other injury(ies) or complication (s), please describe: nerve pain both arms and hands"), back pain ("back pain"), arthralgia ("hip pain"), abdominal pain ("abdominal pain"), sleep apnoea syndrome ("sleep apnea"), migraine ("migraine headache") and nausea ("nausea"). And was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy and unilateral salpingectomy). At the time of the report, the device breakage, pelvic pain, device dislocation, dyspareunia, dysmenorrhoea, mood swings, genital haemorrhage, vaginal haemorrhage, menorrhagia, allergy to metals, urinary tract infection, female sexual dysfunction, panic attack, anxiety, rash, reproductive tract disorder, hypertension, amnesia, disturbance in attention, tooth fracture, seizure, fatigue, alopecia, weight increased, eye disorder, irritable bowel syndrome, neuralgia, sleep apnoea syndrome, migraine and nausea outcome was unknown. The depression had not resolved. And the back pain, arthralgia and abdominal pain was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, amnesia, anxiety, arthralgia, back pain, depression, device breakage, device dislocation, disturbance in attention, dysmenorrhoea, dyspareunia, eye disorder, fatigue, female sexual dysfunction, genital haemorrhage, hypertension, irritable bowel syndrome, menorrhagia, migraine, mood swings, nausea, neuralgia, panic attack, pelvic pain, rash, reproductive tract disorder, seizure, sleep apnoea syndrome, tooth fracture, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: as per pfs discrepancy noted, total hysterectomy uterus and cervix removed on 2010 and bilateral salpingectomy was on (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 31 kg/sqm. Hysterosalpingogram: in 2009, results: total bilateral occlusion. Imaging procedure: on an unknown date, unknown. Most recent follow-up information incorporated above includes: on (B)(6) 2020, plaintiff fact sheet and mr revived: new reporter, patient demographic, essure lot number, event hormonal changes describe: mood swings, abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction, type: metal. Infection (bladder/ urinary tract/vaginal), type:uti. Apareunia (inability to have sexual intercourse), infection (other), psychological or psychiatric problems condition: panic attacks, depression and anxiety, malposition of essure device, location of device: still in tubes after hysterectomy was done. Rashes or skin conditions, type: rashes on hands. Reproductive system disorder or condition, blood or heart disorder/condition, type: high blood pressure. Neurological conditions or problems, type: memory loss. Loss of concentration, dental problems, seizures, fatigue, hair loss, weight gain, vision/eye problems, gastrointestinal or digestive system condition, type: ibs. Other injury(ies) or complication (s), please describe: nerve pain both arms and hands. Back pain, hip pain, abdominal pain, device breakage, patient relevant history and lab data added. We received a lot number in this case. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: chronic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse}") and dysmenorrhoea ("dysmenorrhoea (cramping)"). The patient was treated with surgery (hyst. (Partial), salping. (Unilateral)). At the time of the report, the pelvic pain, dyspareunia and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: unknown. Most recent follow-up information incorporated above includes: on 30-aug-2019: plaintiff fact sheet received. Event "injury" nos was replaced with events: pain: chronic,dyspareunia (painful sexual intercourse},dysmenorrhea (cramping). Lab data and reporter's information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.